Manufacturer narrative:
The device was returned for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. The pump was returned assembled with the driveline cut approximately 14¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor upon disassembly revealed a thrombus formation surrounding its bearing ball. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was in operation supporting the patient. Further analysis of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicated that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase and heart failure symptoms. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 10 months. The device was returned for analysis. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was taken off coumadin due to heavy menstruation. Subsequently, the patient's lactate dehydrogenase (ldh) values increased; the specific values were not provided. The patient also experienced the return of unspecified heart failure symptoms. The patient declined to be listed for heart transplant. The patient underwent a pump exchange on (B)(6) 2015.